Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a case of flap thickness variation and non-uniformity ("unplaner") noted in both eyes post-operatively following a bilateral lasik surgery. The pt reported halos, glare and reduced visual acuity. There are two related reports for this pt. This report addresses the right eye. Additional information has been requested.